Manufacturer narrative:
Two devices were reported and only one was returned and evaluated. For the drill guide, the visual inspection revealed that the device presents with heavy wear from use, the locating pin is deformed. The coloring of the exterior of the device is faded and worn. There are scratches, scuffs and gouges on all surfaces. Furthermore, the damage found in the visual inspection indicates that the device will not function as intended. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed part number over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. For the guide handle, device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed similar events for the listed part number, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management files revealed these failure modes were previously identified. The anticipated risk levels are still adequate. Historical reviews concluded that there are no prior actions related to these products and events. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. These devices are reusable instruments that can be exposed to numerous surgeries. Damage from prolonged use, misuse, or rough handling are likely potential factors that could contribute to the reported events. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on these investigations, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigations are warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary. We consider these investigations closed.

Event description:
It was reported that, during a trauma surgery, once the implant was placed inside the bone, the orientation for positioning the 130 rad drill gde drop and the drill guide handle and securing the screws did not align with the expected direction. As a result, the instrumentation appeared to be out of proper condition. The procedure was performed, after a 20 min, with a change in surgical technique. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: case-(B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.